Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not shock when they expected it to. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker performed a calibration of the device energy to resolve issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was the out of range calibration constant.

Event description:
The customer contacted stryker to report that their device did not shock when they expected it to. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.